Event description:
The initial reporter indicated the pt received an ercp procedure with sphincterotomy and stone extraction. At this time, a wilson-cook cotton-leung biliary stent was placed in the bile duct. It was reported that at an unknown time after this procedure, the stent disintegrated, leaving "metal fragments" in the bile duct. The bile duct returned to its strictured state, resulting in pancreatitis.